Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. During the lot history review it was noted that there was one other complaint reported against the lot. It is a report of a blood leak from a different facility (state) which is unconfirmed with no sample returned. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager contacted customer service support reporting a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow-up, the clinic manager (cm) stated an external dialyzer blood leak occurred one minute after the start of hemodialysis (hd) treatment. The machine, a 2008t, did also alarm with a blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer. The estimated blood loss was 200 cc. It was unknown if the patient was able to resume treatment following the reported event. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. No patient demographics were provided. There was no indication the dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager contacted customer service support reporting a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow-up, the clinic manager (cm) stated an external dialyzer blood leak occurred one minute after the start of hemodialysis (hd) treatment. The machine, a 2008t, did also alarm with a blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer. The estimated blood loss was 200 cc. It was unknown if the patient was able to resume treatment following the reported event. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. No patient demographics were provided. There was no indication the dialyzer was available to be returned for manufacturer evaluation.